Event description:
Healthcare professional reports one incident of a hemolytic event occurring 3 hours into treatment. Patient complained of stomach pain and shortness of breath. Patient exhibited elevated blood pressure. Nitroglycerin was administered (dose unknown). No further information available. Pt symptoms resolved.